Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding an unknown patient implanted with a neurostimulator. It was reported that in 2015 the patient had an explant due to an infection in the area of the implantable neurostimulator (ins) and lead. Material specifications were sent to the physician in order for the patient to be tested for allergies.